Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found scratches on the lens and a worn dso seal. There was no evidence to review in the event history log. During the functional testing, the customer reported problem was unable to be duplicated. No problems were found and no action was taken. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that there was a cassette not attached error. There was no patient involvement and no patient harm/adverse event reported.